Event description:
It was reported to boston scientific corporation that a suturing cinch was used during a gastrostomy closure procedure on (B)(6) 2024. During the procedure while deploying the cinch, the suture broke. The procedure was completed with a mantis clip. There were no patient complications reported as a result of this event. Record # (B)(4) was opened to address a report that a suture broke during the procedure. It was determined that tw (B)(4) is a duplicate of tw # (B)(4). All relevant information regarding the event will be captured in record (B)(4) and tw (B)(4) will be closed as a duplicate. Mw submission # 3005099803-2024-03245 will be cancelled, all relevant information regarding the event will be captured in mw # 3005099803-2024-03295.

Manufacturer narrative:
26aug2024. Record # (B)(4).as opened to address a report that a suture broke during the procedure. It was determined that tw (B)(4) is a duplicate of tw # (B)(4). All relevant information regarding the event will be captured in record (B)(4) and tw (B)(4) will be closed as a duplicate. Mw submission # 3005099803-2024-03245 will be cancelled, all relevant information regarding the event will be captured in mw # 3005099803-2024-03295. Block h6 device code a0401 is being used to capture the reportable event of break. Impact code f2301 is being used to capture the reportable event of additional device required.

Manufacturer narrative:
Block h6: device code a0401 is being used to capture the reportable event of break. Impact code f2301 is being used to capture the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a suturing cinch was used during a gastrostomy closure procedure on (B)(6) 2024. During the procedure while deploying the cinch, the suture broke. The procedure was completed with a mantis clip. There were no patient complications reported as a result of this event.